Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a force sensor circuit component was found to be misaligned on the printed circuit board. A review of the pump¿s history showed a loss of prime and occlusion alarms. An occlusion occurred during testing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed an internal component failure. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.